Event description:
This pt underwent wire and acrylic fracture of c-1, 2, 3 for a chronic odontoid fracture in 1989. Approx 5 months ago the pt developed a mass on the right side of her neck which was opened and drained that has continued to drain in spite of oral antibiotics. The pt underwent removal of infected wire and acrylic. At the time of surgery, it was found that the transpinous wire was lying free in granulation tissue and the superior portion of the spinous process was gone and the transpinous wire at c3 was also lying free. All 4 wires that had been tied around the c-1 arch were lying tied around soft tissue and a portion of the c-1 arch was gone. Two wires were removed intact and two were taken out by cutting the wire and unthreading them. A fistula had formed from the right side of the c-1 arch that appeared to communicate with the draining fistula in her neck. A post-op CT revealed good healing of the odontoid fracture and no evidence of continued instability; however, there was a question of osteomyelitis in the c-1 arch so the pt will be treated with outpatient IV antibiotics.